Event description:
It was reported that during a chest tube placement procedure a guide wire fracture occurred. The physician advanced the 75cm amplatz super stiff guidewire to the intended location. The physician was attempting to place a 10fr and 12fr test tube. The amplatz wire became caught on the plastic end of an unspecified catheter and the distal tip of the amplatz wire detached. It is unknown what the physician did once the guide wire fracture occurred, however, it was noted that the detached amplatz guide wire fragment was not left inside the patient. It is unknown how the physician completed the procedure. It is not known if any further patient complications occurred or what the patient¿s status was post-procedure. Additional information has been requested but is not available.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).